Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer incorrectly reported this device as under recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. After review determined that this device ds2adv auto CPAP is not under recall. Description event or problem has been corrected as: the manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with no allegation. This device is not part of the recall. Product brand name and common device name were updated. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The following correction has been updated in this report: product brand name and common device name has been corrected. Remedial action init (rfb) has been corrected as not applicable. Recall (z) number (rfb) has been corrected as not applicable.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information no allegation on a ds2adv auto CPAP device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. In this report box d "describe event or problem" and box h "problem code grid" corrected/updated.